Event description:
Pt using a portable oxygen system composed of an electronic oxygen conserveer, regulator, and oxygen cylinder returned home after grocery shoping. Wehen the pt turned of the cylindeer, she received a blast of vile smelling oxygen from the cylinder and went into a full fledged asthma attack.the pt was taken to a hospital emergency room where she was stabilized and later released.